Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment of an issue with wireless telemetry. The programmer was able to interrogate several devices wirelessly without issue. However antenna cables were found to be damaged. It was further noted that the cursor and stylus tip did not align in upper right corner. Calibrated and reseated connection between overlay and xy board as preventative measure. Power cord bay was noted to have broken tabs on door and upper display hinges were damaged. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s antenna was not working and the wireless disconnected frequently. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.